Event description:
It was reported that (1) device was used during a laparoscopic colon. It was reported by the rep that the surgeon and scrub nurse said that the hp052 screw broke off into handpiece as handpiece was being screwed on. Case was eventually converted to an open procedure. The surgeon said that had to open and said that not having harmonic scalpel may or may not have contributed to converting to open procedure.